Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes section d9 - date returned to manufacturer: 24-sep-2024 section h3 - device evaluated by manufacturer? Yes device evaluation: the complaint handpiece was received in the original folding carton along with the handpiece tray and patient stickers. No lens was received for evaluation. Visual inspection was performed on the received handpiece. The plunger rod was found fully advanced and the plunger rod tip was observed to be bent. Viscoelastic residue was observed to be distributed evenly throughout the cartridge. The lens module was opened and inspected revealing no damage or viscoelastic residue. Device assembly was inspected and no issues were identified. Plunger rod advancement was inspected and resistance was not felt. No lens was received and no further evaluation was performed. The complaint issues "haptic detached", "lens damaged", and "haptic stuck to optic" were not identified during product evaluation. The other observed issues could not be confirmed to be related to the manufacturing or design process. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded intraocular lens (iol) has a haptic adhering to the optic, with a mark on the implant. The haptic was removed with difficulty, and a symphysis was observed, which broke during handling. There is a longitudinal mark on the optic, off the optical axis, opposite the adhesion zone. Therefore, it is not favorable for an exchange. The lens remains in the patient's eye. We have learned through follow up that the haptics had to be detached from the lens. No further detail has been provided.

Manufacturer narrative:
Section a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b - explant date: not applicable, as lens remains implanted. Section e1 - telephone number: (B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.